Event description:
It was reported that the large suturecut needle driver instrument cable was noted to be frayed during reprocessing. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found one grip close cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. The evidence was inconclusive but the fray may have been caused by the derailed cable's continuous motion, rubbing on the edge of the pulley. Failure analysis also observed that the grip cable on one side of distal clevis was derailed from the distal idler pulleys. The grip close cable was seated on the outermost pulley and the grip was exposed on the outside of the pulley. The yaw motion was non-intuitive as a result. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable, could likely cause or contribute to an adverse event if the failure mode were to recur.